Event description:
Surgery patient scheduled for holimum laser vaporization of prostate. Representatives present from lumenis - laser company- and boston scientific - fiber company - to assist facility with performance issues. Side firing fiber opened at beginning of case. Surgeon began prostate resection. Subsequently tip of fiber broke off during resection, and dislodged in prostate tissue. Surgeon removed tissue from pt, and felt the tip was also removed. Proceeded to open an additional fiber to complete case. While surgeon was using the fiber, she received a jolt of energy in her hand, and received a burn through her glove onto her finger. Case was subsequently aborted at that time. Used for 60 minutes.